Event description:
It was reported that the patient was tired and not feeling well and presented to the emergency room. The right atrial (ra) lead had high thresholds and there was possible intermittent loss of capture. The patient also mentioned a lead came loose. Follow-up information from the clinic indicates the ra lead was dislodged and there was also an infection related to the system. The system was removed and replaced on the other side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Medtronic, inc. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.